Manufacturer narrative:
D4: UDI unavailable as device and sn/lot is unknown.

Event description:
It was reported that the attachment was overheating during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.